Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a low drain volume (volume of drain is low) alarm. The patient was connected at the time of the alarm. This occurred during drain one of two of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was an air gap in the patient line of the homechoice cassette. Renal therapy services (rts) assisted the patient in ending the therapy session and advised to contact their pd nurse for assistance on completing therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.